Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the pcs®2 plasma collection system. Haemonetics field service engineer found no issues and unit met manufacturers specifications. There was no evidence of a device malfunction found. DHR shows the device met specifications at final manufacturing tests. The disposables were discarded by customer, without physical sample haemonetics is unable to establish cause.

Event description:
On (B)(6) 2021 haemonetics was notified of transient ischemic attack symptoms which was observed post procedure utilizing the pcs®2 plasma collection system. The collection was complete with no errors or exceptions. Post procedure donor reported experiencing right side facial numbness and tingling. Upon evaluation center staff member observed that donor was experiencing right sided facial drooping and slurred speech. The donor was then transported to the hospital via ambulance. Based on evaluation from physician donors symptoms were not related to stroke, donor was later discharged from the hospital.